Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a semi-open lobectomy, it was found that the cartridge pan was dislodged. The cartridge was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ecr45m reload was received unfired and in good visual conditions. The returned reload was loaded into a test ple45a device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported cartridge pan separation issue could not be confirmed as no damage or pan separation was noted during visual and functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.